Event description:
It was reported by a hospital contact that upon opening the patch, a particulate was found on the device. It was either a piece of black suture or black hair, approximately 1cm in length attached to the bovine patch. Since this patch was the only available patch, the surgeon had the scrub nurse cut a strip containing the foreign body from the main piece of the patch and placed it back into the container. In the end the patient's own pericardium was sufficient to complete the repair and the other larger piece of bovine patch was not used.

Manufacturer narrative:
Evaluation summary: chemistry concluded with the following: "the ir spectrum of the unknown blue material showed similar absorption characteristics when comparing to delrin like material." "The ir spectrum of the unknown blue material showed similar absorption chareacteristics when comparing to delrin like material." "The ir spectrum of the unknown blue material showed similar absorption chareacteristics when comparing to delrin like material." Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
(B)(4)=particulates.device evaluation anticipated, but not yet begun.request was made for the operative report and additional information, however, no additional information has been provided to date. Investigation is ongoing. The device was returned for evaluation, analysis is pending.the device history record (DHR) review is currently in process.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: chemistry analysis concluded with the following: "the ir spectrum of the unknown blue material showed similar absorption characteristics when comparing to delrin like material." A product risk assessment was opened to further investigate this issue. A possible source of the material could be the delrin cutting board. The pericardial patch is cut on a black delrin cutting board per the manufacturing procedure. Based on the information available, this issue was manufacturing related; however considered as an isolated occurrence, based on manufacturing multiple product verification controls and an absence of any other similar reports.